Manufacturer narrative:
Report of historical event. The event occured between (B)(6) 2010 and (B)(6) 2013 when k020214 was not listed against any manufacturer. Matortho is making this report to cover this period when the device was not available in the USA for commercial reasons.

Event description:
Revision of mrk bearing.